Event description:
It was reported that the device was explanted after an implant duration of approx 5 yrs and 3 months. The reason for explant is unk. No further details were provided. It is unk if the device is available for evaluation.

Manufacturer narrative:
Device not returned.